Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there are air bubbles inside of the reservoir that cannot be cleared. The customer's blood glucose reading was 100 mg/dl at the time of incident. The customer was advised to monitor reservoir and call back if the issue continued.